Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, during revision of a patient with a tha replacement in 2011, a liner and neck fracture were identified. The neck was confirmed on preoperative CT and the liner was found to have been damaged intraoperatively. The liner was damaged because it protruded from the cup. As for the neck, it is necessary to investigate the possibility of internal damage. Japan (B)(4).